Event description:
The patient reported she experienced pain, overstimulation, and discomfort at the ipg site with stimulation on and off. Diagnostic testing was performed and showed no abnormalities. The patient turned stimulation off and indicated the symptoms were only slightly lessened. The patient was going to use stimulation at a low setting to further troubleshoot the issue. The physician recommended the patient undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.